Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr non-medtronic sheath and spider fx embolic protection device during treatment of a calcified lesion in the patient¿s mid and distal right superficial femoral artery (sfa) and popliteal artery (pa). Severe vessel calcification is reported. IFU was followed. Vessel pre-dilation was not performed. It is reported the device was used in the heavily calcified sfa. The device was used and removed for cleaning three times. Following third cleaning of the device when the physician was about to go back in the sheath for another set of passes the device broke and the metal shaft separated from the cutter. The tip separated at the hinge pin. The unit was outside of the body and no harm was caused to the patient or anyone handling the device. The device was loaded and unloaded off the wire properly for cleaning. The vessel was heavily calcified, and the cutter did meet some resistance when cutting through and when it was time to pack. When this occurred, the device was removed from the body and cleaned out. A new atherectomy device was opened, and the physician successfully continued cutting, followed by ballooning of the entire sfa and pop. There were no complications with the patient. No injury reported.

Manufacturer narrative:
Device evaluation visual inspection of the tip assembly shows the detachment at the proximal end of the housing. No damage noted to the guidewire lumen or nosecone and no biologics present within the housing. The flush tool returned with the detached catheter end inside and could not be removed. The cutter did not return on the torque shaft and did not return within the flush tool or with the device. The detachment site on the catheter is visible just distal to the hinge pins. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Customer during packing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.